Event description:
A report was received that the patient had an infection at the pocket site and a reaction to the device in all parts of the body. The symptoms were pus, rash and fever. The physician believed that this was device related. The patient had an emergency explant of the devices. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial #: (B)(4), description: cover edge 32, 50cm 4x8 surgical lead; model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.